Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage fell below 2.35 v. This was due to a discrepant intergrated circuit. After repacing the integrated circuit, normal function ensued.